Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Investigation summary/conclusion: bd does not received any sample / photo from the customer facility for investigation. Visually inspected 200 samples for any damage / crack on the barrel of syringe for lot 17a1871 & all samples found in ok condition. The complaint history for the lot# 17a1871 was reviewed and till date no complaint had been registered against the above lot for the defect- crack barrel. Dhf was reviewed for the product test. There is one ncp (B)(4) for reported lot found for defect sealing issue. No discrepancy was reported and recorded in DHR in customer reported lot # 17a1871. Log sheet ¿ loose shield, cutter assembly setting, seal width problem, cooling water line leakage, forming die cylinder exhaust & flexo printer bolt broken problem is recorded in primary packaging process during manufacturing of lot # 17a1871. Preventive maintenance- preventive maintenance conducted as per schedule. Stoppages ¿ barrel printing problem, silicon pad changed & barrel tip sensor stoppages occurred in printing & assembly process during manufacturing of lot # ha1911c, ha1921c, ha1912, ha2021c, ha2131c, ha2311c, ha2321c, ha2331c, ha2411c, ha2421c & ha2431c. UDI#: (B)(4).

Event description:
It was reported that after using a bd emerald¿ 3ml luer slip syringe with 23 g x 1 in. Needle, the barrel was found cracked and blood splattered. There was no report of injury or medical intervention.